Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer observed "no memory available" error message displayed on the cell-dyn emerald analyzer when the customer attempted to start up the analyzer. The customer attempted troubleshooting to resolve the issue without resolution, therefore a service call was initiated. There was no impact to patient management.